Event description:
Blood glucose increased [blood glucose increased] novopen 4 could not deliver insulin [device failure]. Heart discomfort [cardiac discomfort]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous report received from (B)(6) reported by a consumer as "heart discomfort" and non-serious events of "blood glucose increased" and "novopen 4 could not deliver insulin" concerns a (B)(6) female patient treated with novopen 4 (insulin delivery device) and novorapid penfill (fast acting insulin aspart) from (start and stop date unknown) for type 2 diabetes mellitus. Patient's height: 155 cm. Medical history includes type 2 diabetes mellitus (duration unknown). Before the event happened, the patient's blood glucose normally controlled at 7 mmol/l. The patient bought a piece of novopen 4 (batch no. Cug0533) from a local pharmacy 20 days ago (from the time of reporting). On (B)(6) 2013, the patient found her blood glucose increased. The patient's fasting blood glucose was above 18 mmol/l and blood glucose before sleep was 15 mmol/l. The patient visited physician, and the physician said the reported event may relate to the novorapid the patient injected. The patient tested the function about suspected novopen 4 in the pharmacy, and found the novopen 4 could not deliver insulin. After the patient set the dose, the piston rod could be pushed forward but no insulin appeared on the needle. The patient thought the insulin was not injected by suspected novopen 4 which caused her blood glucose increased and the patient also experienced heart discomfort. On (B)(6) 2013, the patient was admitted to hospital due to heart discomfort. The patient suspected product quality of novopen 4. On (B)(6) 2013, the patient was discharged from hospital. Action taken to novopen 4 and novorapid penfill was not reported. The overall outcome was not reported. Company comment: the reported event "heart discomfort" could be caused by the event "blood glucose increased" . This (B)(6) female patient had a medical history of type 2 diabetes mellitus for an unknown duration , however it is unknown if she had any prior heart diseases. Reporter comment: the complaint product was received on (B)(6) 2013 for investigation. The patient did not suspect the product quality of novorapid penfill in question.